Event description:
Rn placed a 16 gauge IV and when he/she attempted to flush the IV, saline came out of a hole in the catheter of the IV where the catheter connects to the hub. A new IV had to be placed.